Manufacturer narrative:
The product is available for eval and testing. However, the eval has not been completed. Add'l info will be submitted within 30 days of receipt. This is the first of two products used during the same procedure on the same pt, which is associated with mfg report# 105816-2008-00047.

Event description:
During the embolization procedure, the physician attempted to insert the enterprise stent through the prowler select microcatheter, but the stent would not advance passed the hub of the catheter. The stent was stuck in the hub and dislodged. The enterprise and microcatheter were removed as a unit, and the physician used a second prowler select microcatheter and a similar enterprise stent to successfully complete the procedure. During advancing of the enterprise stent through the microcatheter hub, the introducer appeared to sit correctly in the hub. The physician has performed many procedure with the enterprise device and is knowledgeable with the product. There was no injury reported to the pt and the product will be returned for analysis. There were no other issues noted with the enterprise systems.